Event description:
Clinic notes were received for a patient's battery replacement referral. It was stated in the notes that several years ago, the device was "turned off accidentally", causing in increase in depression. The patient's depression increased for about 2 months until the device was reinterrogated. The programming history database was reviewed for the patient's device. No anomalies or disablement's were noted in the available data. It was noted that there was missing data between 2006 and 2011, and between 2013 and 2016, during which the programming anomaly could have occurred. No further relevant information was received to date.

Event description:
Per follow-up with the physician, it was stated that the patient believed the disablement was due to a magnetic field or secretly programmed, however neither the patient nor the physician knew the cause. It was stated that it occurred years ago with a different provider. The provider's name was not noted. No further relevant information was received to date.